Manufacturer narrative:
Continuation of d10: product ID: hh90t01, lot#serial#: (B)(6), product type: mobile platform, product ID: a820, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was joint pain/arthritis and non-malignant pain. The patient reported that they received the new handset around 2 weeks ago and initially described having issues after getting it then said it started about a week after they got it. The patient stated that after blousing, they closed all apps then powered down the handset. The patient stated that the very first time they powered on the handset and tapped on myptm they encounter service code 156 (application restarting due to system error: a system error requires the application restart). The patient stated that they noticed not only do they get the message, but the handset was getting slower and slower to connect. Per the patient, it was really, really fast when they first got the replacement. The agent conferenced on hcit (healthcare information technology), and they assisted the patient. The patient¿s husband took over troubleshooting for the patient and cleared the cache of the handset to 0 bytes. The patient was advised to monitor and call back if the issue persisted.